Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 3-4 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.